Event description:
Pt was undergoing a surgical procedure that required clipping of an aneurysm. After the surgery, the pt appeared to be recovering. It was noted subsequent mental status decline, a stat CT scan was done with noted subdural collection. The pt was immediately taken to the operating room for an evacuation of the clot. Postoperatively, a follow-up CT scan was done with noted for a hypodensity, consistent with a stroke being the cause off the pt's mental status decline and less the subdural collection. The neurosurgeon noted on the CT scan that the aneurysm clip had slipped and/or changed position as the cause of the stroke. The MFR was notified by the operating room personnel. Product is no longer used.

Manufacturer narrative:
Correspondence with hosp did not allow for an identification of what clip was actually used at the hosp. The neuro manager did state that it was a long clip and the long clips were removed from use. We consider this an unusual event and will continue to monitor.